Manufacturer narrative:
It was reported that the ventilator generated a technical error, which indicates that safety valve is detected as open without fulfilled opening conditions. Identification of issue has been done by analyzing problem description and service report. The expiratory channel board was checked, cleaned and reinserted. The device passed all performance tests and could be returned to clinical use. There was no patient harm. Provided device's logs were incomplete, hence the reported issue could not be confirmed in them and the root cause has not been determined. The correction of fields date of event and date received by manufacturer was required. This is based on the internal evaluation. Previous date of event: (B)(6) 2023. Corrected date of event: 02/18/2023 previous date received by manufacturer: 02/24/2023. Corrected date received by manufacturer: 02/21/2023.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating that safety valve is detected as open without fulfilled opening conditions. There was no patient harm. Manufacturer's ref. #: (B)(4).